Event description:
The pt was experiencing sound quality issues, followed by loss of lock. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.